Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01247; 942-01-40h, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had surgery primary 2 weeks ago and continued to drain after. He washed this wound out and changed the head and liner to be safe.